Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.

Event description:
After pre-dilating the superior vena cava, a wall stent was placed at the desired site. Upon post-dilatation of the stent, the atb advance balloon ruptured. As the balloon was being removed, a portion caught on the stents strut. A snare was then used to removed the ruptured balloon fragment and a portion of the catheter, which also broke off. The stent was then retrieved and left in the right common iliac. The current status of the pt is unk.